Event description:
It was reported to boston scientific that a capio slim was used during a sacrospinous fixation procedure performed on (B)(6) 2023, for the treatment of prolapse. During the procedure, the device failed to deliver the suture into the cage. The carrier failed to extend when the device was actuated; it got stuck halfway. Another capio slim device was used to complete the procedure. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation finding that the carrier failed to retract.

Manufacturer narrative:
Block h6: imdrf device code a05 captures the reportable event of carrier failure to retract. Block h10: upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual inspection of the device did not reveal any damages, and the carrier appeared in good condition. During functional inspection, after deploying the device, the device cage was unable to catch the suture; however, it was also noted that the retraction of the carrier was not smooth, and it would not fully retract. Regarding the observation the carrier would not fully retract into the head, an investigation to address this problem was initiated, but at this point the cause has not been established. With regard to the device cage not catching the suture, an investigation is in place to address this problem, and concludes that the root cause lies in the design phase, where the interaction between the dart and the spring catch was not appropriately considered, leading to an inconsistent and insufficient tolerancing arrangement. Therefore, the investigation concluded that the most probable cause for this event is "cause traced to device design", and this is the most probable cause assigned to the reported event overall.

Manufacturer narrative:
Block h6: imdrf device code a05 captures the reportable event of carrier failure to retract. Block h10: upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual inspection of the device revealed that the carrier was not fully retracted. During functional inspection, after deploying the device, the device cage was unable to catch the suture; however, it was also noted that the retraction of the carrier was not smooth, and it would not fully retract. Additionally, a photo of the device was provided and showed that the carrier did not fully retract inside the opened pouch. Regarding the observation the carrier would not fully retract into the head, an investigation to address this problem was initiated, but at this point the cause has not been established. With regard to the device cage not catching the suture, an investigation is in place to address this problem, and concludes that the root cause lies in the design phase, where the interaction between the dart and the spring catch was not appropriately considered, leading to an inconsistent and insufficient tolerancing arrangement. Therefore, the investigation concluded that the most probable cause for this event is "cause traced to device design", and this is the most probable cause assigned to the reported event overall.

Event description:
It was reported to boston scientific that a capio slim was used during a sacrospinous fixation procedure performed on (B)(6) 2023, for the treatment of prolapse. During the procedure, the device failed to deliver the suture into the cage. The carrier failed to extend when the device was actuated; it got stuck halfway. Another capio slim device was used to complete the procedure. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation finding that the carrier failed to retract. Please see block h10 for full investigation details.